Manufacturer narrative:
The patient weight was not provided. The serial number of the mobile power unit was requested, but was not provided. The investigation confirmed the reported low voltage advisory alarms. The series of events captured in the system controller log file typically indicates the power cables were incorrectly connected to the opposite connectors. Prior to the first atypical low power advisory alarms there were no notable alarms active. The investigation did not confirm any functional issues related to the mobile power unit as it was not returned for analysis. The root cause for this event was determined to be user error in the connection of the system controller to the mobile power unit. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implaned with a left ventricular assist device. It was reported that during a system controller exchange, the black and white leads were cross connected to the mobile power unit, which caused a low voltage alarm. The patient was asymptomatic. No further information was provided.